Manufacturer narrative:
The philips engineer replaced both converters and wires in one converter. When the investigation has been completed, philips will inform the FDA.

Event description:
Philips received a complaint where it was reported to philips that: during a procedure, smoke came out of cabinet and filled the equipment room, the patient was under anesthesia and had been injected with contrast. The procedure was stopped and the patient was taken out of the room and transported to another hospital by ambulance. The patient was monitored overnight and the procedure was successfully completed the next day. The fire department was called in. A philips engineer went on site and found that two converters in the cabinet were melted. The philips engineer replaced both converters and wires in one converter. The cabinet is located in an equipment room outside the examination room. Philips has initiated an investigation of this issue.

Manufacturer narrative:
Philips investigated the two converters and confirmed that a component (x2 capacitor) inside one of the converters failed due to hospital main disturbances. The failure of this converter caused the other converter to fail. Converters are ul 94 certified, and therefore any possible fire will self-extinguish. The replacement of both converters and wires in one converter solved the issue.